Event description:
It was reported that the patient received multiple inappropriate shocks. The lead was cut and a new lead was implanted. A pocket infection was later diagnosed and the uncapped lead was noted as a possible cause. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple inappropriate shocks due to a fractured right ventricular lead. The lead was capped and a new lead was implanted. A pocket infection was later diagnosed and the uncapped lead was noted as a possible cause. The patient was infected with extended-spectrum beta-lactamases and staphylococcus epidermis. The patient experienced high fever, strong chills, a non-healing would and had a prolonged hospital stay. The patient incurred additional costs to return home as the event occurred in a foreign country. Once home, the patient continued to have a high fever and was hospitalized and medication was provided. The patient lost the ability to engage in gainful employment, experienced huge suffering, and has a need for continuous medication. The lead was fully explanted. No further patient complications have been reported as a result of this event.